Event description:
It was stated that the display was blank, and the buttons were not responding after the insulin pump was exposed to moisture. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor assembly.